Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed on the applicator , and no issues were observed. The applicator has fired correctly, and no issue was observed with the returned sharp. Visually inspected the sensor pack and observed damaged transition features indicating the incorrect assembly by a user. Performed a visual investigation on the returned sensor and no issues were observed. The sensor plug was properly seated, and no failure modes were observed upon visual inspection of the sensor plug. Therefore this complaint is not confirmed to use due to incorrect assembly. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported that his son experienced bleeding after the freestyle libre sensor was applied. The customer experienced symptoms of tremors and dizziness and required treatment of two pieces of sugar by father. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history record) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported that his son experienced bleeding after the freestyle libre sensor was applied. The customer experienced symptoms of tremors and dizziness and required treatment of two pieces of sugar by father. There was no report of death or permanent injury associated with this event.